Event description:
It was reported that a set screw backed out of the pedicle screw at an unknown time post-op. The patient underwent a revision surgery to replace the screw.

Manufacturer narrative:
A review of the device history records for this device was not possible without additional product information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the report event.